Manufacturer narrative:
There was no patient injury. Awaiting requested device for repair and failure investigation.

Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. No malfunction was found. Could not duplicate issue. The gas unit calibrates with no issue. Unit was allowed to warm up for 30 minutes, zero calibrated and gas calibrated and tested several different times. The unit never came up with a calibration error. The gas sensing unit can be changed for precautionary purposes. Customer declined getting the gas sensor changed. Unit shipped back to customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
(B)(4).